Event description:
In june 2006, the reporter/health care professional contacted lifescan alleging that a surestep flexx meter had a damaged power button and would not turn on. The medical affairs specialist mailed a letter to the reporter in june 2006, to obtain/verify information. In relation to the reported meter, a pt was harmed and received treatment from a medical professional. However, the reporter also added that due to all the malfunctioning meters she has had, there has been delays in pt treatment and therefore, pts have been harmed. The reported meter was replaced. It would have been helpful to know the following information: what harm did the pt receive due to the alleged issue, what were the pt's symptoms, what treatment did the pt receive, how was the pt treated, were other meters/devices used and what blood glucose readings were obtained from the pt involved with the event. In addition, it would have been helpful to know what meters were involved with the alleged harm and delayed treatment, what the meter issues were, when the issues occured, it other pts were involved, and what treatments were given. This complaint is being reported due to the following conclusion: the reported meter allegedly had a damaged power button and would not turn on. The reporter claims this issue contributed to a pt being harmed. The power button issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.